Event description:
The male pt rec'd a 3.5 x 13mm cypher select plus stent in the proximal lad. During the procedure, there was persistent flow reduction. The procedure was completed successfully. At the one and six month follow-ups the pt had angina pectoris.

Manufacturer narrative:
This device (lot i1106185) is distributed outside the united states; however, it is similar to the united states product. A male from the registry experienced hypoperfusion post implantation of a cypher stent. Past medical history was unremarkable except for reported current smoking. The indication for the procedure was unstable angina pectoris. Intra-procedural medications included aspirin, clopidogrel and reopro. Pci was performed in the proximal lad. The lesion was described as type b2. The rate of stenosis was not reported. The lesion length was 18mm and the vessel diameter was 3.5mm. The lesion was not pre-dilated before the implantation of a 3.5x13mm cypher select plus by direct stenting technique. The site reported that "persistant flow reduction" was noted. The event was classified as mild in severity, unrelated to the study device and highly related to the procedure. There was no additional intervention conducted and the event resolved without sequel. Medications at discharge included aspirin and clopidogrel. At one and six month follow-up, the pt reported angina pectoris. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The act of angioplasty inherently produces of localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural factors may have contributed to it. "See scanned page".